Manufacturer narrative:
Covidien evaluation found that the black wire of the speaker assembly was cut resulting in a loss of audio function. The wire had been caught between the front panel bracket and the lower housing of the unit. See scanned page.

Event description:
Covidien received a report of an n-560 that had no audio. No patient involved.